Event description:
Overdelivery on station 2: it was reported that station 2 (dextrose) was overdelivering, though the compounder print out indicated that the correct volumes had been delivered. Retrospective testing resulted in discovery of increased dextrose volumes. It was reported that some (number unspecified) bags were already in pt use when the discovery was made. It was confirmed that there were no reports of any adverse pt events resulting from the increased dextrose volume. There was no other information available.